Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Complaint sample not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the actual device returned was product code 82-3162 and not 82-3100 as previously reported by the customer. It was also noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
In 2009, the device was implanted via l-p shunt to the patient. Setting pressure unknown. Several years after implantation, it was often noted that the setting pressure had been changed without magnetic influence. The surgeon reprogrammed the setting pressure and the revision is scheduled to be done. Due to the incident, the patient had chronic subdural hematoma.